Event description:
It was reported that there is a regular alarm for no cassette. It was also reported that the infusion line was full of bubbles at the tubing of the cassette and the extension set. Patient was reported to feel bad but no further information on patient conditions.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. No corrective actions are required because the mitigations on place were revised and are being executed as is determined by procedure. This failure will continue to be monitored to determine if new actions need to be taken. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
Additional information was received: "the incident is related to the patient's condition. Return to normal upon continuation of treatment."